Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert for high hv lead impedance. Provocative testing in clinic measurements resulted in normal range. The vibratory alert was turned off. Patient monitoring will continue.